Manufacturer narrative:
The customer¿s report of a leak was not confirmed. Visual inspection observed no obvious damages or any issues; and functional testing of the set was unable to duplicate the reported issue. The root cause of the reported leak was not identified.

Manufacturer narrative:
Although requested, the affected product has not been received. A follow up report will be submitted with investigation results should the devices be received for evaluation.

Event description:
The customer reported a leak during a tpn infusion, dosage and rate not provided. The nurse had responded to an ail alarm and believed to have resolved this alarm; approximately 1 hour later the IV bag, pump, and tubing were noted to have sticky fluid on them and the floor was also wet. The entire set up was replaced and there was no patient harm. The rn was unable to determine where the leak was located.